Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was complaining of discomfort due the ipg being too superficial. As a result, on (B)(6) 2018, the patient's ipg site was revised and relocated, which addressed the issue.